Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented to the clinic with stored episodes of auto mode switch due to atrial lead noise. The noise was reproducible with deep inspirations and coughing. Review of the strips noted oversensing of lead noise. Programming change was recommended at this time.